Event description:
The lay user / patient compared their verio pro meter to another meter. The patient obtained a 49 mg/dl and a 82 mg/dl on the verio pro meter and less than 30 minutes later tested on another meter and obtained a 272 mg/dl. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. The test strips were not expired and was in good condition. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the difference between the two readings is greater than 30 % or 30 mg/dl.

Manufacturer narrative:
Follow-up #1 (12/2/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.